Manufacturer narrative:
Corrected information were provided in d3, g2 and g4. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d9. Upon review, the date device returned to manufacturer has been updated. The cause of the fluid leak was not determined since no leak issues were reproduced on the returned product.

Manufacturer narrative:
B1: added product problem, this was omitted in the initial in error. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary the cause of the fluid leak was not determined since no leak issues were reproduced on the returned product.

Manufacturer narrative:
Added: d3. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D4 UDI was erroneously entered on the initial manufacturer device report. E4 was inadvertently omitted on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The patient is a 70 year old male with cardiomyopathy whose pre support condition was consistent with scai stage d. An impella 5.5 (sn (B)(6) was implanted via the right axillary/subclavian artery using a surgical approach on (B)(6) 2026 at 08:50 am. Shortly after implantation, a purge cassette leak occurred. The defective purge cassette triggered an alarm, and the cassette was replaced, which fully resolved the purge issue. The physician reported hypoperfusion of the right arm. After evaluation with vascular surgery, the team determined that the ischemia was not impella induced, but rather the result of insufficient vessel diameter in combination with catecholamine use. The reported purge cassette leak was resolved by replacing the cassette, and no additional device-related malfunction was identified. The right arm hypoperfusion was clinically attributed to patient specific vascular limitations and catecholamine effects rather than to impella performance. Explanting the device successfully resolved the ischemia, and the patient survived the procedure. Ischemia and hemolysis are consistent with known device-related and patient-related factors documented in the instructions for use (IFU).